Manufacturer narrative:
(B)(4). Conclusion: the micrusphere was returned for analysis. The sl-10 microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. The mid-section of the coil was returned stretched. The proximal and distal sections of the coil are intact. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretching was confirmed; however, the coil positioning difficulty and coil protrusion into the target vessel could not be confirmed without films to review. Furthermore, with the coil returned stretched it cannot be determined if the coil¿s primary and secondary windings were a factor to the positioning difficulty. While the root cause cannot be determined, the most likely contributing factors to the event may have been that the coil was temporarily anchored on itself or on the distal tip of the microcatheter during coil retraction. In addition it was not reported if a one to one movement was observed under fluoroscopy during positioning or removal. The instructions for use (IFU) recommends, ¿ caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. All coils are inspected one hundred percent prior to final packaging. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of an unspecified aneurysm, the micrusphere coil (sph10030020/c20157) came out from the aneurysm and could not be shaped as expected. They withdrew the coil, and it was found to be stretched. It was unknown when the stretching occurred. The event did not result in blood flow restriction. This was the first coil used during the procedure. The coil was removed from the sl-10 microcatheter without separating, detaching or need for additional intervention, and a new coil was used to complete the procedure using the same microcatheter. A continuous flush had been maintained through the microcatheter at all times. There was no report of resistance between the coil and microcatheter, or damage to the microcatheter. There was no report of patient injury or clinically significant delay in the procedure.